Event description:
It was reported that the bolt did not remain at the patient's scalp like it should; it went further into the patient than it should have. There was no patient harm. The physician taped it in place but it needed frequent repositioning. The physician changed it to a different catheter. Additional information was requested and on (B)(6) 2015, the following was provided by the customer: on (B)(6) 2015, a (B)(6) female patient had a 1104bt catheter implanted. As per physician's progress note, the intraparenchymal pressure catheter was identified and was somewhat deep. On examination, the physician discovered that the nut that held the intraparenchymal pressure catheter in place was faulty, which caused the catheter to migrate. On (B)(6) 2015, the physician readjusted and pulled the catheter back out to the appropriate depth and secured with it tegaderm until it was discontinued on (B)(6) 2015. The physician did not change it to a different catheter because the patient's intracranial pressures (icps) were stable and there did not appear to be any hemorrhage along the tract per the CT scan. It was not certain how many times the physician has performed this type of procedure but this was not his first one. The insertion process of the bolt per operative note was described as: twist drill hole was made after a stab incision was made over approximately kocher's point. The drill hole was used to drill through the calvarium and then the dura was punctured sharply. An icp bolt was screwed into place, catheter was zeroed appropriately and then put into the brain parenchyma.

Manufacturer narrative:
Integra has completed their internal investigation on 11/17/2015. The investigation included: methods: evaluation of actual device . Review of device history records. Review of complaints history. Results: the catheter was returned with bolt introducer assembly installed. The compressor cap was at maximum tighten position. Tape adhesive residues were present on the catheter. Particulate matter that appears to be dried blood was present on the catheter, introducer assembly. Microscopic inspection found solid / white foreign substance matter that appears to be bone particle inside the bellows. The reported catheter (B)(4) has been received for investigation. The catheter is belonged to model 110-4bt, lot 305000277104. Lot was mfg on 12 jun 2013, and will be expired on 30 apr 2016. A review of batch history record indicates that it met requirements. Complaint history, model 110-4xxx, from (B)(4) 2014 through (B)(4) 2015 reviewed; there were eight other complaints that issued with complaint code, and two of them were confirmed;a failure rate (B)(4). Conclusion: the customer complaint that the catheter ¿needed frequent repositioning¿ was confirmed. When inspecting the returned catheter, it was identified that the collet component of the bolt introducer subassembly was missing. The collet is what provides the clamping mechanism to secure the catheter in place. There were no discrepancies identified in the manufacturing records of the bolt introducer and the process tests 100% of the assemblies for collet functionality. The most probable root cause of the reported customer complaint is that the collet was inadvertently removed by the end user when loosening the compression cap of the bolt introducer. The dfu explicitly states ¿if loosening is required, take care to ensure no component or part of the camino catheter moves or falls out during loosening. Failure to do so may result in an ability to secure the catheter¿. Based on the results of the investigation it can be concluded that the reported customer complaint was caused by user error